Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. Alarm 316 - "blower failure" triggered during start-up self-test. Alarm 401 - "inspiration valve or device leaky" triggered as consequence with error 4 as reason. It is visible in the screenshots that "voltage check" blower is okay, while the blower rpm remains at zero. Investigation revealed that the root cause was due to a defective moog blower unit.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, replacing the blower and performing the blower ref point calibration eliminated both alarms 316 and 401. Blower is still under warranty; thus vyaire will initiate warranty replacement. This report is for the insp valve leak. The report for the blower failure is in (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 (blower failure) and technical failure 400 (inspiration valve or device leaky) alarm during setup prior use. Furthermore, there was no information regarding patient associated with the reported event.